Manufacturer narrative:
(B)(4). Additional information: evaluation summary: the device was received for evaluation. During visual and microscopic inspections a black particle measuring approximately 0.01 mm in size was observed embedded in the stress member and not in the fluid pathway. Fourier transform infrared spectroscopy spectrophotometer scanning was performed, however the particle was insufficient to produce visible signals on the spectra. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a brown particle was found inside of the reservoir of a large volume intermate. This was observed after the device was filled with ciprofloxacin (baxter-compounded solution) and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4) (B)(6). Should additional relevant information become available, a supplemental report will be submitted.